Event description:
Customer reported issues with the "mobi charging pad, describing it as finicky". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.